Event description:
The manufacturer received a voluntary medwatch (mw5114984) regarding the field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient suffered from chronic migraines. There was no allegation of serious or permanent harm or injury. Patients states the physician could not determine the cause of the migraines, and that they were treated with medication. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.